Event description:
It was reported by (B)(6) that the universal battery charger device was not functioning and the battery contacts were broken on the device. The event was not reported to have occurred during surgery. There were no delays to a surgical procedure as a spare identical device was available for use. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device had broken contacts. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.